Manufacturer narrative:
H3: product analysis of 200s58-04-arc: evaluation determined that the blade broken. The likely cause of failure is that the blade was most likely forced and used wrongly. It was also noted that the blade is bent, and some of it is missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e s300, serial/lot #: (B)(6), UDI#: (B)(4). H3:product analysis of (B)(4): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis of es300:evaluation determined that abnormal movement of the collet part. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the damaged portion of the blade had remained in the body; the wound was reopened, but it could not be removed. On follow up it was reported that there was delay in procedure and non-routine activity also performed as during that detail the wound was re-opened and there was an attempt to remove it, but it was deemed impossible so the wound was closed and there was a patient impact as the damaged blade remains in the body.